Manufacturer narrative:
Exemption number: e2015015. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in intraoral region #18, its non- osseointegration was observed. The patient presented bone type iii.

Manufacturer narrative:
Additional evaluation c. Conclusion: 50/ device failure related to patient's cond. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in intraoral region #18, its non- osseointegration was observed. The patient presented bone type iii.